Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had possible premature battery depletion. It was further reported that the patient received several inappropriate shocks associated with atrial tachycardia, in the setting of increased exertion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.